Manufacturer narrative:
Eval: results: initial communication with the returned ipg using the lab pt programmer displayed the "ipg battery low" warning message. The low battery flag was cleared followed by performing a pulse load test to clear passivation. Post pulse load test, the low battery flag did not return, indicating the low battery warning was due to passivation. The ipg passed all functional tests on the auto-tester. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received his scs system, including an ipg, in (B)(6) 2009. It was reported that the physician suspected early battery depletion. The pt allegedly had not lost stimulation. The physician explanted and replaced the ipg on (B)(6) 2011. No further pt issues were reported.